Event description:
Lv lead explanted due to dislodgement. Lead revision attempted but scrub tech perforated lead while back loading the lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a perforated insulation approximately 1 cm proximal to the lead tip, which most likely resulted when inserting the wire as mentioned in the complaint description. However, a thorough analysis of the lead did not show any deviations which might have led to the observed dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.